Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Material analysis noted there was evidence of bone cement on the baseplate. The event could not be confirmed. No manufacturing or material defects were noted on the device features evaluated. No medical records evaluated as none were provided. The exact cause of the event could not be determined because medical records were not provided. Loosening of this device could not be confirmed. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. The reported event regarding loosening of a triathlon baseplate was not confirmed.

Event description:
It was reported that the surgeon revised total knee, patient had a failed tibia component. Revised base plate and poly.

Event description:
It was reported that the surgeon revised total knee, patient had a failed tibia component. Revised base plate and poly.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4): hospital will not release.